Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in 2. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found all 4 caster supports cracked about the middle of each caster support. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced all 4 castor supports to resolve the issue. Based on this information, no further action is required.